Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: exercise care when moving the esu to avoid electrostatic charge buildup in the presence of flammable materials, as there is a risk of igniting these materials if a spark should occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-8800-001, electrosurgical unit w/argon beam coagulator, was being used and the ¿the product ¿sparked¿ ¿ they noticed quickly and sent the unit to biomed.¿ there was no report of impact or injury to the patient or user. Per further assessment it was reported that "the resident said from what she recalls there was a spark and then a flame along the black insulation. That appeared for sure to be melted along the side and not the tip. It was an open case and pulled the handpiece away from the field and distinguished right away. The patient was not injured." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.